Event description:
It was reported that balloon rupture occurred. A 5.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injures reported, and the patient was in good condition post-procedure.